Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech arrived and during functional testing the arctic sun device would not cool. Per review of wo notes, technician was unable to confirm and check chiller tank for water. Inlet pressure (ip) was -7.0, flow rate (fr) was 1.8, chiller temperature (t4) was 30.2.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Cooling issue due to a fault within the 115v chiller assembly. Replaced chiller assembly. The product label and its clear label were missing from the back panel. A new product label and clear label were added to the device. Loctite 242 was torqued to the threads of the casters. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech arrived and during functional testing the arctic sun device would not cool. Per review of wo notes, technician was unable to confirm and check chiller tank for water. Inlet pressure (ip) was -7.0, flow rate (fr) was 1.8, chiller temperature (t4) was 30.2. Per sample evaluation result on 09jan2026, the product label and its clear label were missing from the back panel.